Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device experienced a power-on-reset (por) during radiation treatment. Of note, the device was checked prior to the radiation treatment and normal function was noted. The patient complained about feeling "very dizzy" followed by feeling "exhausted" after the por. The device was reprogrammed and the patient "felt fine" after this. The device remains in use. No patient complications have been reported as a result of this event.